Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
It was reported to philips that the display image was "jumping around" and looks warped. The device was not in clinical use at the time of the event. There was no report of patient impact or harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised to check the lcd to pm pcba cable, and if that connection was good to then replaced the ui assembly.

Manufacturer narrative:
G4: 29oct2020 b4: (B)(6) 2020 multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. 1. Thursday, (B)(6) 2020 9:14 am emailed (B)(6); 2. Monday, (B)(6), 2020 12:16 pm emailed (B)(6); 3. Thursday, (B)(6), 2020 2:45 pm emailed (B)(6) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.